Event description:
On march 17th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that after the user performed a firmware upgrade, they had difficulty completing the calibrations for the initialization phase. Customer care contacted the user to provide assistance but no further follow up with the user was possible as they remained unresponsive to multiple communication attempts. Per dms review, the user was using the system with up-to-date information.